Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had a physical damage. The customer stated that when they removed the reservoir from the device, the top of the reservoir compartment also came off. The customer's blood glucose was 227 mg/dl, which was the value of one hour prior to the phone call. The discontinuation of the device was advised. Nothing further was reported.